Manufacturer narrative:
The investigation, including root cause determinations is in progress.

Event description:
A surgeon reports overcorrections following custom hyperopia with astigmatism procedures. Add'l info has been requested.